Event description:
The customer reported the battery can't charger. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.